Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation, the stent was being wiped down, and the stent dislodged from the balloon. A new promus of the same size was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the balloon. There was contrast visible on the balloon, on the inflation lumen and in the inflation lumen. The stent implant was returned dislodged from the sds. There were four struts in the first row and two struts in the second row, at the distal end of the stent implant that were stretched. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was a kink in the shaft, 27 cm distal to the strain relief tubing. The protective sheath was not returned. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant proximal and middle outer diameter met mfg criteria. The stent implant distal outer diameter could not be measured due to the damage noted. Product performance engineering reviewed the incident info and analysis of the returned device stent retention (dislodgment) during preparation can be influenced by many factors including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or handling of the stent during prep. Analysis of the device noted evidence of preparation, as reported. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. This stent damage was not observed during product inspection prior to use and may have occurred during handling/wiping of the stent during prep, resulting in stent dislodgement. In the inspections prior to use section of the instructions for use (IFU) it states, "prior to using the promus everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgment from the delivery balloon". Additionally, the proximal and mid outer diameter dimension of the stent implant met mfg criteria. However, due to the distal end of the stent being mangled, the distal stent outer diameter was unable to be measured. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent implant security criteria, which would indicate the unit had an adequate crimp. A kink was noted in the shaft that was also not reported and may have occurred during handling or the packing of the device for shipment back to abbott vascular for evaluation. In this instance there are no indications of a product quality issue. There does not appear to be any indications of a product quality problem; therefore, no corrective action will be implemented in this case. All stent delivery system are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.